Manufacturer narrative:
Correction: follow-up 2 MDR is being re-filed per request of the FDA, as the previous fu2 submission was filed and received by the FDA on 07/26/2018 under an incorrect MDR number (1723170-2018-05318) which contained the wrong year, should be 2017. Previously reported correction: the correct aware date for the additional information received in supplemental MDR report 1, was 7/25/2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that while in a functional endoscopic sinus surgery (fess) procedure the navigation system became unresponsive and it was not possible to track any of the 4 instruments that were plugged in. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. No additional information was available.

Manufacturer narrative:
New information was received regarding patient's weight.